Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the filament of the abbott diabetes care (adc) device remained in customer's arm and caused redness. Customer treated themselves by removing the needle. The customer did not receive any other treatment from the third-party administration. There was no report of death or permanent impairment associated with this event. There was no report of death or permanent impairment associated with this event.